Event description:
This lead was explanted due to low sensing, high threshold, and microdislodgement observed at post-op follow-up. There was complete loss of sensing at max sensitivity and no pacing capture at 3.6v at 1.0ms. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the inspection several cuts into the insulation were found, which most likely occurred during the explantation procedure. Furthermore, the fixation helix was found bent and stretched, the damage most likely resulted from applied mechanical stress. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.